Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in treatment when fluid was noticed dripping from the cycler. Upon opening the cassette door, moisture was noticed inside the cycler. Patient had no ill effects. Sample was discarded by the patient; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.